Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that the pacemaker's signal artifact monitor (sam) software disabled the minute ventilation (mv) feature due to noisy signals. Boston scientific technical services (ts) reviewed the data and noted that there was noise, however, there was no oversensing. Ts noted that the noise seems to disappear after the mv is disabled. The source of the noise is unknown. Boston scientific technical services (ts) reviewed the data and confirmed that the noisy signals were false positives of mv chop. The mv feature was enabled at a later date. The device remains in use. No adverse patient effects were reported.